Manufacturer narrative:
Medwatch sent to FDA on 09/18/2015.

Event description:
Additional follow-up with the injector yielded the following information: the patient was injected with one syringe of juvederm ultra xc in the upper and lower lip. The numbness began 2 days after injection. The patient was not treated. The numbness resolved 3 weeks after symptoms presentation.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that after injection in the upper lip with "juvederm," the patient experienced numbness in the lips. It is not known if any treatment has been provided. Additional follow-up with the injector yielded the following information: the patient was injected with one syringe of juvederm ultra xc in the upper and lower lip. The numbness began 2 days after injection. The patient was not treated. The numbness resolved 3 weeks after symptoms presentation.

Manufacturer narrative:
Medwatch sent to FDA on 08/28/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of numbness is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of numbness as follows: precautions: · "the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies." Post-market surveillance: "juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency greater than or equal to 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported that after injection in the upper lip with "juvederm," the patient experienced numbness in the lips. It is not known if any treatment has been provided.